Event description:
This case was reported by an attorney and described the occurrence of hypocupremia in a female pt who received corega (super poligrip original) and fixodent for denture adhesion. Concurrent medical conditions included dentures. Plaintiff got dentures. At the time of filing of complaint, the plaintiff was 42 years of age. On a unk date, the pt started corega (dental). On an unk date, the pt started fixodent. At an unk time after starting corega and fixodent, the pt experienced hypocupremia, neuropathy and other unspecified adverse events. The attorney stated "plaintiffs aver that when super poligrip original and fixodent are foreseeably swallowed and/or otherwise exposed to the user's gastrointestinal tract, zinc in excess amounts is absorbed in the body's tissues, upsetting mineral homeostasis and resulting in depleted copper levels in the body. This copper depletion results in the development of, inter alia, a constellation of neurological symptoms generally referred to as neuropathy and other complications. By the time these symptoms are noticed and eventually connected to excess zinc and copper depletion, permanent neurological and other physician injury has already been suffered by the user." This case was assessed as medically serious by gsk. The pt discontinued use of fixodent on an unk date and discontinued use of super poligrip original six months later, in 2008, at the time she was diagnosed with neuropathy. At the time of reporting, the outcome of the events was unresolved.

Manufacturer narrative:
Super poligrip original is manufactured in other country, and neither the product nor lot number for this product is available.